Event description:
It was reported that customer experienced cgm error 42 on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through full pump reset, and pump operated properly afterward with no further cgm error displayed.